Event description:
The customer reported an alarm during the manual prime. Troubleshooting revealed that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump alarmed during the prime test due protruded/loose drive support disk. The insulin pump had a scratched display window and a missing end cap sticker.